Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient initially underwent a high tibial osteotomy procedure on (B)(6) 2015 during which a tomofix ((B)(4)) plate was implanted. On an unknown date, the plate broke. The patient presented with pain at the end of (B)(6) 2015, when an x-ray confirmed device breakage at a screw hole. It is unknown if the screw hole was occupied. According to the surgeon, the plate may have been placed a little too far forward than the desired position. No excessive loads were applied to the effected part with the exception of rehabilitation. A revision procedure took place on (B)(6) 2015 with another company¿s plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the date of postoperative breakage is unknown, but the patient began reporting pain at the end of (B)(6) 2015. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: december 17, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 13. May 15: the plate has broken at an occupied screw hole.

Manufacturer narrative:
Additional narrative: manufacturing investigation evaluation: when examining the proximal fracture surfaces of the tomofix plate* using the scanning electron microscope (sem), the areas of fracture initiation and the fracture behavior were identified. The crack started at the upper side of the plate and ran into the material. Documented fatigue cracks close to the initial fracture zone indicate multiple crack initiations. After breaking, the two fragments rubbed against each other causing partial destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones. Each striation represents the successive positioning of an advancing crack front and they originate from cyclic loads (during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surfaces showed mainly a structured breakage (crystallographic oriented fatigue fracture), which is typical for a fatigue fracture in pure titanium and indicates moderate loads. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, it can be concluded that the implant* was subjected to moderate dynamic bending loads (one-sided). Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The implant could not resist the applied force, which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Corrected data. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 2 for (B)(4).